Event description:
It was report that during an unknown procedure, upon firing the device, there were no staples. A new device was used to complete the procedure. No patient impact reported. No other details of the event were provided.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)?unk. Where in the green zone was the device fired? (Tl only)? Unk. Was buttressing material utilized? Unk. Were any difficulties encountered when closing on the tissue? Unk. Was the tissue pin in place prior to firing? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Unk. Were any unexpected noises heard? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)?unk. Was there any difficulty removing the device from the tissue? Unk. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No staple deployed, device empty. Was proximal and distal control maintained on the tissue during the firing sequence? Unk. Was the staple line inspected for integrity prior to transecting the tissue? Unk. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unk. Was a leak test completed? Unk. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unk. Was the firing to close a side by side anastomosis? Unk. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. Is a pathology specimen available? Unk.